Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A pericardial effusion was observed after the lead implantation. The patient remained intubated and sedated in intensive care. The effusion is now stable, and the patient is now extubated. The lead remains implanted.